Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient had multiple e-faults and vad stop alarms on (B)(6) 2017. It was stated that the wife of patient exchanged the controller at home and the patient went to the hospital on the next day. Log files were downloaded and sent to manufacturer. It was stated that the log file analysis confirmed the e-fault and vad stop alarms. Manufacturer clinical engineer visited the hospital on the same day to inspect the system and it was stated that upon check of the controller and driveline cable the rubber boot was found to be installed upside down. It was further stated that the driveline (dl) connector was secured at the time of the inspection. The controller used during the event did not show any obvious damage. It was then stated that the vad coordinator and physician decided to remove the rubber boot from the driveline and install it in the correct way. The pump off time for this action took about 30 seconds. The physician was satisfied and the patient tolerated the pump off time well. It was stated that the patient was anxious. No additional information was made available.

Manufacturer narrative:
Hvad pump (B)(4), controller (B)(4), and driveline cover of unknown serial number were not returned for evaluation. Review of the manufacturing documentation of the pump and controller confirmed that the associated devices met all requirements for release. Review of the manufacturing documentation of the driveline cover was not performed due to the serial number being unknown. The reported event was confirmed via log files which revealed 1 high watt alarm logged on (B)(6) 2017, 12 vad disconnect alarms logged on (B)(4) starting (B)(6) 2017, and 3 electrical fault alarms of type 'sys_motor_disconnect' and 'sys_critical_phase_open' on (b(6) 2017. These failures are most likely due to the driveline not being properly connected to the controller. Of note, it was reported that the driveline cover was noted to have been placed incorrectly (upside down). The driveline cover was then removed and properly installed over the driveline connector. There is no evidence to suggest that a device malfunction caused or contribute d to the reported event. Based on the available information, the most likely root cause of the event may be attributed to incorrect placement of the driveline cover causing intermittent connection between the driveline connector and the controller. Additional devices related to the event: model: 1175, serial: unknown - driveline cover model: 1407ch serial (B)(4) - controller mfg. Date: 2015-11-30 exp. Date: 2016-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.